Event description:
Dr performed pelviscopy, right ovarian cystectomy, adhesiolysis of the pelvis and endometrial ablation. Pt received intergel. Post op course complicated by severe pain. Now requiring total hysterectomy.